Manufacturer narrative:
The s-ICD remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that a memory download was not able to be performed and submitted for analysis. However, it was confirmed that the bd alert was due to a long telemetry session and the beeper was reset appropriately. The clinic has been made aware of avoiding long telemetry sessions like this one in the future. No adverse patient effects were reported.

Manufacturer narrative:
An investigation into this event is currently ongoing. Once any additional information is available, this report will be updated.

Event description:
Boston scientific received information that the patient with this is subcutaneous implantable cardioverter defibrillator (s-ICD) had been seen at the clinic where it was determined that the device was operating normally. Two days after this follow up, the patient called and reported hearing tones coming from the s-ICD. The patient was seen at a different clinic and interrogation of the s-ICD revealed that a battery depletion (bd) alert had been displayed. Attempts to obtain a memory download and send it to boston scientific technical services (ts) for review is currently being pursued. No adverse patient effects were reported.